Event description:
During remote follow up, noise resulting in oversensing and high pacing impedance were observed on the right ventricular (rv) lead. A lead fracture was suspected and lead damage was confirmed via x-ray imaging. No intervention has been performed. The patient was stable and will continue to be monitored.